Event description:
A 2.75mm diameter by 24mm length s660 stent delivery system was inserted for treatment of a severely calcified lesion in the right coronary artery. The lesion was pre-dilated with a 2.5mm ptca balloon prior to the insertion of the stent delivery system. Upon reaching the lesion, the stent dislodged from the delivery balloon when it caught on the calcium. The stent was successfully snared and removed from the patient. Subsequently, the target lesion was treated with balloon angioplasty. The patient was reported fine post procedure and there are no additional clinical sequelae reported related the this event. The stent getting caught on calcium contributed to the stent dislodgement. The returned device investigation revealed that the stent was returned attached to a snare device. The stent was mangled and stretched. All the segments were present and accounted for.